Event description:
1/13/1999 message from affiliate. The 355s's were used during a laparoscopic cholecystectomy. The safety shield lockout button appears to be too sensitive and when arming, it readily disarms itself. Sometimes the trocar will work. Two 355s trocars and eleven sterile obturators are being sent back. The sleeves are not being returned. No adverse pt consequence.